Manufacturer narrative:
Patient age is unknown, however, the patient is over 18 years. The complainant indicated that the device was disposed of; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a hemostasis procedure, to treat a post polypectomy bleed. According to the complainant, during the procedure, the clip grasped tissue but failed to release from the catheter. The physician was able to manipulate the clip off the tissue and the clip was removed with the device. In addition, there was no tissue damage caused from this event. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.